Event description:
It was originally reported that there was a problem with the patient programmer. The patient was not able to adjust stimulation. It was later reported that the patient experienced an increase in pain following a motor vehicle accident, which caused the lead to migrate.

Manufacturer narrative:
(B)(4).